Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue due to device contamination with chemical or other material was not determined. The reported issue that the pump issue due to device contamination with chemical or other material could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving insufficient information, moisture damage, fluid leak, device contamination with chemical or other material. There is no information on patient involvement and patient impact.